Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the insulin pump and transmitter, along with a lost sensor alarm. The customer reported no adverse event. The event involved product(s) mmt-7841zn and mmt-1884l. Troubleshooting was not performed, and the customer reported a loss of communication between the transmitter and the pump. Led lights blink when connected to the sensor, but the transmitter was not communicating with the pump. The customer deleted the transmitter serial number from the pump and repaired it. The customer reports being unable to pair the transmitter with the pump. The pump and transmitter would not pair after troubleshooting no harm requiring medical intervention was reported. Mmt-7841zn was requested and the customer responded that the device would be returned. Mmt-1884l was requested and the customer response was that the device would be returned.